Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention provided for the urinary tract infections? Results? When was mesh exposure in bladder identified and first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates? -what were the findings on reoperation? -are there any pictures available for evaluation? Product code and lot number? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure prior to 2007 and mesh was implanted. Following the procedure, the mesh eroded into the lumen of bladder at bladder neck with formation of bladder stone causing symptoms. The patient had crushing of a stone on (B)(6) 2017. Additional information has been requested.